Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: pressure bags deflating. Detailed inquiry description: "empty arterial line fluids bag that was being used with one of the sunmed/airlife ethox brand pressure bags. Previously deemed compatible with b. Braun solutions bags. Pediatric patient's fluids were completely deflated, and the arterial line tubing was filled with air. Treatment or type of therapy: arterial blood pressure bag which contains 500 ns, pressure tubing and a sleeve over the pressure bag to be inflated and create the pressure. Description of the patient event: pediatric patient found to have air in arterial line with empty pressure bag. Describe type of intervention: assumed CT to confirm air did not cause air emboli. Describe: air in pressure tubing caused air to be infused into artery. Also dampened arterial wave causing a misleading arterial blood pressure.